Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose level was 104 (mg/dl). The customer primed the tubing and stated there may not have been air bubbles as the customer did not see anything moving. The customer stopped the fill tubing process. Reportedly, the customer completed the load sequence and resumed insulin.